Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion as the estimated longevity dropped over two years over the course of less than a year. As this patient is pacing dependent the device was scheduled for changeout. This device currently remains in service. No adverse patient effects were reported.